Event description:
A pt service representative (psr) contacted zoll customer support while assisting (B)(6) male pt to report that the charger/modem was displaying "problem with charger". The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (problem with charger) has been confirmed. The cause for the defective charger/modem is a shorted transistor (q1). The q1 transistor controls the current flow to the battery while charging. In addition, the battery board was found to be contaminated. The cause of the shorted transistor cannot be positively identified but is likely a result of the contamination on the battery board. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the damaged transistor or battery board. The pt received a replacement charger/modem.